Event description:
Approximately 8 months following cypher stent placement, the patient returned for follow up. Repeat coronary angiography revealed a stent fracture with no restenosis. It is unknown if any restenosis was present or if treatment was required. Indication for initial evaluation is unknown. The target lesion was identified as the mid left anterior descending artery with no lesion or vessel characteristics provided. The lesion was pre-dilated with a 2.0 x 20mm unknown balloon at 16 atms for 15 seconds. The stent was deployed at 16 atms for 15 seconds. The lesion was post-dilated with a 3.0 x 10mm unknown balloon at 14 atms for 10 seconds.